Event description:
It was reported that the device is double beeping. There was no patient involvement.

Manufacturer narrative:
B3: unknown, month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint that the device was double beeping. No alarms in history pertained to reported problem. Visual/functional testing was performed. The problem was verified by power up testing. The cause is the downstream occlusion (dso) worn nub. Replaced the dso to correct the issue. The device passed all functional tests after the repair.